Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned, the stylet was not returned. A fresh 14-58 gray stylet was inserted in the lead and came to an obstruction at 40.2 cm. Blood is obstructing the distal lumen at 40.2 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet became stuck inside the pacing lead lumen causing placement difficulty. The lead and stylet were removed and replaced. No patient complications have been reported as a result of this event.